Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: the lot was manufactured from july 06, 2021 - july 07, 2021. H10: the device was received for evaluation with no fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates were found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter first name: (B)(6). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume folfusor did no deliver the medication during a patient infusion. This was further described as when the nurse ¿checked patient 2 days after its installation nothing was flowing, the volume was the same in infusor¿. It was further stated that when the nurse ¿removed the diffuser the product had not flowed into the tubing¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.